Event description:
Additional information received indicated the ble telemetry issue was resolved by reinterrogating the ICD. There were no patient consequences reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. It was noted that the ble telemetry has been reinstated, however, no information was provided on how it was reinstated or what was the initial cause of the issue. There were no patient consequences reported. Further information was requested but not provided.